Event description:
G.a. Of ra/qa reported that: "following the ra 2009-008, the items involved were inspected by our reconditioning kit service as the action required. It was noticed that the rails of the ceramic cutting guides were cracked".

Manufacturer narrative:
Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same event as: MFR # 2249697-2010-01422, -01423, -01424, -01425, -01426, -01427, -01428, -01429.